Event description:
On (B)(6) 2011, a gore hybrid vascular graft was implanted in an arterial bypass application. The procedure was performed in the pt's right upper arm. On (B)(6) 2011, a thrombectomy and an angioplasty were performed. On (B)(6) 2011, a graft hematoma was noted, and a catheter was placed. On (B)(6) 2011, the infected graft was removed.

Manufacturer narrative:
Review of the device mfg and sterilization record history. Review of device mfg and sterilization record history confirmed device met pre-release specs.